Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a dented bottom cover. The photographic imaging inspection confirmed a dented bottom cover. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed a mechanical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a dented bottom cover. The photographic imaging inspection confirmed a dented bottom cover and disturbed wire bonds on the digital integrated circuit chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open device visual inspection confirmed shorted wirebonds between some digital chip pins. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a dented bottom cover. The photographic imaging inspection confirmed a dented bottom cover and disturbed wire bonds on the digital integrated circuit chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.